Event description:
It was initially reported on (B)(6), 2012 that the patient experienced a fading sensation. The patient felt stimulation when the implantable neurostimulator (ins) was first turned on, but then the stimulation sensation would go away. The stimulation sensation would return if the electrode site was palpated. It was noted that there was still swelling present as the patient had been implanted that same day. Impedances were within normal ranges. Additional information was received on (B)(6), 2012 that reported the patient had lead revision surgery. A second lead was added. The patient recovered without sequelae and was getting good stimulation sensation.

Manufacturer narrative:
Product ID 3777-45 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37744 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3708160 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension. (B)(4).